Manufacturer narrative:
The reported event was confirmed and cause unknown. Sample was evaluated and observed scratch along drainage funnel. Along with the scratch, also found multiple tears and it penetrate to lumen. The breakage area looks jagged. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be user related. ( example: rough handling or use sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was evaluated.

Event description:
It was reported that the user was unable to connect the urine bag due to broken foley catheter.

Event description:
It was reported that the user was unable to connect the urine bag due to broken foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.